Event description:
The ventilator was returned to the third party svc ctr for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party svc ctr, a failure of the device to power on was observed. The device's system board was replaced to address the issue.